Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having difficulty/unable to charge. The rep reported getting 0-2 bars in general, but after 20 minutes of trying she got 4 bars once. It was noted that the patient didn't have any issue with getting good coupling in the past. Patient services reviewed recharging consideration and they tried repositioning the antenna but that did not resolve the issue. However, it was stated that they were able to communicate with another external device. The rep attempted the antenna locate feature but only got 60 - 70 range, they also turned the antenna dial, neither procedure gave them more than 2 coupling bars. Additional information provided indicated that the ins was located in patient¿s buttock and there was an angle to it (tilted). It was indicated that the ins was fairly superficial and it was moving around. The patient did lose weight recently. Additional information received from the rep reported that the physician had ordered an x-ray to see if the ins had flipped. The meeting was scheduled for the (B)(6) 2016. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that manufacturing representative met with the patient on (B)(6) 2016 to determine if the ins was flipped. It was confirmed that the ins was flipped and a surgery was scheduled.